Manufacturer narrative:
Evaluation summary: the device was evaluated at a baxter service center. The reported condition of failure code 814:04 was confirmed. The air in line sensor was found to be out of calibration which caused the failure to occur. The sensor was replaced and the device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 814:04 in the event history. Customer reported there were no patient injuries or medical intervention associated with this report.